Manufacturer narrative:
The din rail fuses were returned to the manufacturer for analysis. Before applying 21vdc between contacts 7 and 10, 10.2 ohms was measured. This was as expected. The component was energized, there was an audible click as the relay closes and between contacts 7 and 10, and 0.02 ohms was measured. This was also as expected. No problem was found with the assembly, and both fuses were good. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Event problem and evaluation: on 11-aug-2016, a medtronic representative went to the site to test the equipment. The din rail assembly was replaced. The imaging system then passed the system checkout and was found to be fully functional. On 23-aug-2016, the din rail assembly was returned to the manufacturer and an investigation is in process.

Event description:
A medtronic representative reported that the imaging system would not power on; there was no line power light. Fuse replacement resolved the issue. There was no patient present when this issue was identified.